Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced an inaccuracy with the cgm wearable device. At the time of the event, they utilized a betabionics ilet insulin pump. No bg or cgm values were specified. Only vague event details were provided. On (B)(6) 2025, they indicated they went to the hospital due to the cgm inaccuracy, although requested, the patient declined to provide further information about the event to the pump partner. It could not be determined from details received if the event occurred on the day it was reported. No symptoms or treatment details were disclosed. There was no information provided which indicated the hospital visit exceeded 24 hours. No other information is available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).